Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary: analysis confirmed the stated reason for return, the analyzer failed its incoming final functional test, its input connector terminal was noted to be damaged and it was replaced to resolve. The device passed its final functional and systems tests.

Event description:
It was reported that the software analyzer did not work properly and that the screen did not hold on. Follow-up to obtain the serial number of the analyzer is ongoing. The analyzer has not yet been returned for service. No patient complications have been reported as a result of this event. It was further reported that the analyzer had been returned for service and analysis.